Event description:
During a rotator cuff repair a suture passer needle broke off into the pt. All was retrieved from the body and the case was concluded successfully without further incident. The surgeon is reporting no pt harm.